Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose from last 12 hours. The customer's blood glucose is 161 mg/dl. The customer did not provide any symptoms such as a result of low blood glucose. Customer was currently on insulin drip. Customer was disconnected from the insulin pump and insulin delivery was suspended. Customer performed the self test and the test did passed. The insulin pump will be returned for analysis.